Event description:
Ous MDR - it was reported that, 18 months after the implantation, the patient received inappropriate shocks. After the lead was explanted, insulation damage in the proximal area was observed. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged about 26 cm distal of the connector pin by friction. This damage can with high probability be regarded the cause of the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further analysis showed a conductor fracture of the rope conductor to the ring electrode in the distal area. This damage was with high probability caused by strong tensile forces during the explantation. There were no indications of material defects or manufacturing errors.